Event description:
It was reported by service report that none of the bed electronic functions were working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the event occurred because untrained staff unknowingly pushed the bed motion lock button on the footboard inhibiting all electronic functions. A stryker field service technician unlocked it, and the bed was functioning. Visual and functional tests were performed, and it was confirmed that the bed met and performed to specification.